Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow up in clinic, slow charge time was observed. Patient was asymptomatic with no recent hv therapy or aborted shocks. Output issue was also noted; patient had numerous non-sustained vt events that have not initiated charging or therapy. Device will be explanted and replaced, but the procedure has not been scheduled yet.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information states that the device was explanted and replaced. Patient is in stable condition.